Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned and the reported malfunction was not replicated or confirmed. The device was pu t through extensive testing without duplicating the malfunction. The device's lcd color cable was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.